Event description:
Additional information was received from a healthcare professional (hcp). It was reported that per the doctor¿s orders the patient¿s pump was to be switched to preservative free normal saline (pfns) and required assistance with programming a bridge bolus. The pump was continuing to reset with premature low battery. The audible critical alarm interval had been programmed to 2 hours. The patient did not want the pump replaced. The pump was programmed to minimum flow and filled with pfns. The patient had recently been in the hospital as she arrested 2 times and was shocked due to atrial fibrillation. The pump was alarming on (B)(6) 2016 when the hcp came to see the patient for a refill. The patient¿s elective replacement indicator (eri) was at 14 months. The logs showed numerous (10+) low battery resets on (B)(6) 2016. The patient reported symptoms of tingling in the right thigh at times. The patient had continuing symptoms of cardiovascular palpitations and irregular rhythm. The patient had an increased frequency of urination and weakness. The patient¿s pain was in the back, right thigh, and right knee. The patient was doing well and the refill was uneventful.

Event description:
Additional information was received from a healthcare provider on 2017-jan-18. It was reported that the pump stopped alarming, and was permanently turned off on (B)(6) 2017 per patient request. At the time the pump was stopped, a reset alarm was noted, elective replacement indicator was noted to be 12 months, and the pump contained 19ml of saline. It was noted that the patient did not agree to a pump replacement and no longer wanted or needed to use the pump. The issue was considered resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml of bupivacaine at 4.052 mg/day and 40 mg/ml of morphine at 5.403 mg/ml via an implantable pump for non-malignant pain and other chronic/intractable pain in the trunk/limbs. On (B)(6) 2016, it was reported that the patient¿s pump was alarming. The alarm was confirmed via telemetry as a result of low battery reset, reset, and safe state. The patient was reported hearing the single tone alarm beginning on (B)(6) 2016. The pump was updated on (B)(6) 2016 with the correct subcutaneous doses, but the pump went back into the same anomalies the following day. It was also reported that the patient experienced cardiac arrest 6 weeks prior to this event and was ¿shocked with paddles¿. No symptoms were associated with the resets.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.